Event description:
It was reported that, during a tka surgery, the threaded ends of a non rimmed speed pin 110mm sterile broke and a small amount of metal (no more than 5mm in total size) have been left in the tibial bone of the patient. Surgery was performed, with a non-significant delay, with the same device.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the limited information provided, the clinical root cause of the reported breakage cannot be confirmed. The speed pin is an external communicating device composed of stainless steel and should have limited tissue/bone contact. However, since the broken piece remains in the patient¿s tibial bone, micro-motion and/or migration is unlikely. The impact to the patient beyond that which has already been report cannot be determined. No further clinical assessment can be rendered at this time. Should any additional clinical documentation become available, the case may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tka surgery, the threaded ends of a non rimmed speed pin 110mm sterile broke and a small amount of metal have been left in the tibial bone of the patient. It is unknown how the procedure was completed, or if there was any delay.